Manufacturer narrative:
Update to h10: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The complaint for this reported lot was received after the cartridge lot had expired. Retain testing was performed on the expired lot and false negative results were observed, however, as the cartridges were expired at the time the investigation was performed, the root cause cannot be determined.

Event description:
On (B)(6) 2023, customer stated the antigen tests were performed on the same day as the cue covid-19 tests, however, customer still did not provide requested information regarding the additional two cartridges serial numbers used and which results were associated with which individual.

Event description:
Customer reports receiving five false negative results between two individuals, however, customer was unable to specify which cartridge serial numbers provided were associated with which individual. Additionally, the customer was only able to provide cartridge serial numbers for three of the five reported false negative results. This case is to document the two false negative results obtained on an unknown date. See related cases for alternate false negative results. Customer reports two of the false negative results occurred on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Although customer did not specify which individuals received the false negative results for these two cartridge serial numbers, customer states individuals tested positive with ten flowflex antigen tests on unknown dates. Frequency of antigen testing per individual was not provided. Both individuals experienced symptoms and had a known exposure. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.